Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 18380612 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing burning rash and itching all over to the point of drawing blood. The ipg and lead sites were very hot to touch and would itch. The physician did not think that rash was device or procedure related. The patient was prescribed medrol dose pack and was reportedly doing well.